Manufacturer narrative:
The customer reported the delivery system was discarded. All available information was investigated and a definitive cause for the reported difficult to open or close (gripper actuation) could not be determined in this event. The reported positioning failure (leaflet grasping clip not implanted) and poor image resolution were due to procedural conditions. The reported tissue damage (chordal rupture) was a result of the positioning failure (leaflet grasping clip not implanted). The reported patient effect of tissue damage as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the gripper actuation issues and the torn chord. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). The first mitraclip implanted was the xtr; it was implanted without issue. The second mitraclip was an ntr; it was inserted and had difficulty grasping due to a pre-existing prolapse/flail on the posterior leaflet. Imaging was a challenge due to shadowing from the first clip implanted. The ntr clip was able to grasp 4 or 5 times without issue. After the 4th or 5th grasp, the grippers did not appear to actuate with the gripper lever. The grippers were cycled and then it was noted that the grippers were stuck in the down position. A new chordal rupture was noted on the posterior leaflet. This clip was removed and replaced with an xtr. The second xtr was implanted and the procedure was completed with mr grade 2. No additional information was provided.